Manufacturer narrative:
(B)(4). Batch # n53v9d. Additional information was requested and the following was obtained: I don't think anything fell off the cartridge. The silver metal piece is still there. The driver is out of place and you can see it sticking out. The analysis results showed that one gst60g cartridge reload was returned with 4 drivers missing and one driver out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: in regards to the driver falling off of the cartridge, did the metal pan fall off of the cartridge or partial become disengaged?

Event description:
It was reported that during a bariatric procedure the driver fell off of the cartridge when it was removed from its packaging. The customer did not attempt to use it with the stapler. Procedure was completed with another device of the same product code. There were no patient consequences reported.